Manufacturer narrative:
The device was received for evaluation. An event history log review was performed, and it was noted that there were several air in line alarms. The tubing channel was evaluated and was free and clear of debris. The unit was able to successfully load and run a set without discrepancies. It was also able to successfully run the tubing retention clip test without interruption. The air in the line alarm is an intended alarm which could not be reproduced during testing. The reported condition was not verified. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump experienced a false air in line alarm during an unspecified process step. It was unknown if a patient was connected at the time of this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.